Manufacturer narrative:
Product complaint # (B)(4). Additional product code: kwq; mnh. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that, the patient was scheduled for a plif revision surgery (extension up to l3-4 with expedium system) on (B)(6) 2021. Originally, the patient underwent for primary plif procedure between l4-5 on (B)(6) 2003. The moss-miami implants in question need to be replaced with expedium implants in the revision procedure. No further information is available. This complaint involves six (6) devices. This report is for (1) m-m ti sacral screw poly 6x40 this report is 2 of 14 for (B)(4).